Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning, general redness, itching, and blisters/welts. The patient did seek medical treatment and used an otc medication. The patient reported not following proper skin preparation.